Event description:
The healthcare professional reported that during an endovascular embolization procedure performed on a patient who was suffering from a posterior communicating artery (pcom) aneurysm with a dimension of 5.13 mm x 6.34 mm, the 4 mm x 23 mm enterprise 2 stent (encr402312 / 6920561) arrived at the target position and the physician tried to release it. One marker of the stent was found to be stuck in the delivery wire and the stent could not be released. The physician used a wire to ¿massage¿ the stent and added some force to release it again, but the attempt was unsuccessful. The physician then attempted to withdraw the delivery wire to release the stent, the stent released, however, the tail end of the stent reached the aneurysm neck and failed to completely cover the neck. A new stent (brand unspecified) was used to cover the aneurysm neck. The procedure was completed after angiography. There was no report of any patient injury or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The stent component remains implanted and is not available for return. The remainder of the device component is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(4) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920561. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Deployment difficulty was experienced, and the stent was inaccurately placed, which may have led to damage to healthy intima, possible side branch occlusion, and/or the need for additional intervention. In this case, a new stent was implanted in order to cover the aneurysm neck and avoid patient injury. Therefore, this event meets MDR reporting criteria with the classification of ¿serious injury.¿ this report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product component was received in the product analysis lab on 25-aug-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure performed on a patient who was suffering from a posterior communicating artery (pcom) aneurysm with a dimension of 5.13mm x 6.34mm, the 4mm x 23mm enterprise 2 stent (encr402312 / 6920561) arrived at the target position and the physician tried to release it. One marker of the stent was found to be stuck in the delivery wire and the stent could not be released. The physician used a wire to ¿massage¿ the stent and added some force to release it again, but the attempt was unsuccessful. The physician then attempted to withdraw the delivery wire to release the stent, the stent released, however, the tail end of the stent reached the aneurysm neck and failed to completely cover the neck. A new stent (brand unspecified) was used to cover the aneurysm neck. The procedure was completed after angiography. There was no report of any patient injury or complication. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 delivery wire was received contained in the decontamination pouch. Visual inspection was performed. The complaint device was noted to be in good condition (i.e., no kinks and no bends). The stent component remains implanted in the patient; therefore, no further evaluation could be performed and no contributing factors to the reported issue encountered during the procedure could be identified. Additionally, the deployment difficulty related to the inaccurate placement cannot be evaluated through functional testing as it depends on procedural factors that cannot be replicated in the laboratory setting. This is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Other factors, such as device manipulation and vessel characteristics, may have contributed to the reported failure; with the limited information available, this cannot be conclusively determined. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920561. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal marker band (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. Do not deploy the stent if it is not properly positioned in the vessel. Maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR submission is to include the additional event information received on 15-sep-2022. [Additional information]: on 15-sep-2022, additional information was received. Indicating that multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.